Event description:
It was reported that approximately 3 weeks after pump implant, the patient and a family member heard what they believed to be a pump alarm. The pump was later interrogated by the hcp and there was no evidence of alarm. It was reported that the patient thought the pump ¿was moving on me, [I would] go to sit down on the commode and it would feel like something would move¿. The pump pocket was revised and was reported to resolve the issue. The device system was used to deliver morphine.

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).